Event description:
A patient reported she had a loss of therapeutic effect and return of urgency symptoms. The patient stated urine kept running out of her all night and she was not able to make it to the bathroom one time. The patient was also using pull ups and pads. The patient mentioned that she would sit at the kitchen table for ten hours and had been drinking (B)(6), water, and (B)(6). The patient was on the phone with the insurance companies and did not get up to use the bathroom as much as she usually did. The patient¿s sister in law came over and increased stimulation from 0.4 v to 0.7 v, which resulted in vaginal pain that hurt so bad she could not stand it. The patient decreased stimulation back to 0.4 v, which helped with the pain. The patient noted they were using a heating pad for the pain as well. The patient thought she may have a bladder infection, and the patient noted she¿s had many bladder infection in the past before she was implanted. The patient stated that the trial was very effective and the permanent system had been an improvement over baseline until this weekend. The patient noted the implant scar was very prominent. The patient stated they felt an occasional mild ¿jolt¿ in the upper leg area when stimulation was increased to 0.7 v. The patient stated that the jolt sensation was tolerable. The patient reported they felt stimulation. The patient reported there were no trauma or falls that could be related to the issue. The patient increased from 0.5 v to 0.7 v and felt stimulation in the correct area. The patient had an appointment on (B)(6) and planned to follow up regarding the loss of therapeutic effect, jolt in the upper leg. The patient reported they had a loss of therapeutic effect, return of urgency, frequency symptoms on (B)(6). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.